Manufacturer narrative:
This report is being filed outside the 30 day requirement, as this MDR filing is related to align technology's (B)(4) based on form FDA (B)(4) inspection observation, (B)(4) issued on (B)(4) 2010.

Event description:
The pt started treatment on (B)(6) 2009 and did well the first week. Pt had mild symptoms the second week of wearing the aligners and stronger symptoms after that, around (B)(6) 2009. Pt discontinued treatment on (B)(6) 2009 and her symptoms greatly decreased the next day. Pt reported symptoms of increased blood pressure and heart rate, pt felt shaky, unsteady, uncomfortable, had a raspy and hoarse voice. On (B)(6) 2009, pt saw her allergist.